Manufacturer narrative:
On 5/15/2019, it was reported that the replacement implants were saline mentor smooth round moderate profile 325cc. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, it was reported to mentor that the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device received was a saline mentor smooth round moderate profile 300cc , catalog number 3501645, serial number (B)(4) lot number 6733858 which was the concomitant product. Clarification is in progress. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, it was reported to mentor that the replacement implants were filled to 375cc. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 4/17/19, it was reported to mentor that since the reported product (catalog # 3501645; lot # 6717755) was not returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors could be made. Therefore, no corrective action is warranted at this time. As a result, we are closing this investigation. If wrong product clarification is received in the future, we will perform the investigation as appropriate. A device with lot number 6733858 was received instead. The device contained clear gel. White material was observed within the device and no foreign material was observed on the shell surface. Mentor product analysis lab¿s visual examination indicates a rent within crease on the posterior aspect, measuring approximately 0.1 cm. No other anomalies were observed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: a saline mentor smooth round moderate profile 300cc , catalog number: 3501645, serial number: (B)(4), lot number: 6733858 manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation primary with a saline mentor smooth round moderate profile 300cc and experienced deflation on the left breast implant. As a result, the patient had undergone removal on (B)(6) 2019.